Event description:
It was reported that a revision surgery will be performed. The reason for revision is not known.

Event description:
Revised due to elevated metal ions, discomfort and pain. Loss of bone in acetabulum and metallosis reportedly noted.